Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 37 mg/dl. The customer stated that he was in the garden, pulling weeds prior to the event. The customer stated that he had been in a wheel chair for 10 months, and has been out of the wheel chair for the past two to three months. The customer stated that he has been working outside ever since he got out of the wheel chair, and feels that all the new activity is what has caused the low blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.